Event description:
Customer reported loss of communication between the panorama central station and the panorama telepack, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and assisted the customer's in-house biomed to resolve the issue, which included reprogramming a telepack.